Event description:
Medtronic received info that during bypass as the pt was being cooled, the perfusionist (ccp) turned down the flow to past detent. Backflow was seen and the perfusionist immediately turned the rpm's back up. The rpm and flow did not respond to the knob turn. The ccp then turned the control knob to '0' and again tried to increase the rpm's. The unit did not respond. After 2 minutes with reduced flow, the unit spontaneously began working and the case was continued. No adverse pt effects were reported during that time.

Manufacturer narrative:
Codes: method: memory analysis is expected to be completed, but has not yet begun. Results code: other = memory analysis of the device has not yet been completed. Conclusion code: other = cause of event cannot be determined. Analysis: the memory log of the device has been downloaded, and sent for analysis. However, memory analysis has not yet been fully completed. The device remains at the hosp in risk mgmt. Conclusion: the cause of the event cannot be determined. The pt has fully recovered from the procedure with no adverse pt outcomes as a result of this event. When memory analysis becomes available, a follow-up report will be provided to FDA.